Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to create hemostasis. There is no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, and the sealant sleeve was observed to have been fully pushed back against the grey shuttle hub as received. The sealant, advancer tube and procedural sheath were not returned with the device. The device was received in the condition of a complete removal of the device. Leak testing was performed on the balloon of the returned device. The balloon was inflated, and pressure was maintained as intended per the mynxgrip instructions for use (IFU). The sealant and advancer tube of the device were not returned; therefore, a complete investigation could not be conducted. A product history record (phr) review of lot f1809901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant and advancer tube were not received, therefore, a complete physical investigation could not be performed, and there were no issues noted with the returned components. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, patient factors, pharmacological factors and/or handling factors of the device are possible since the returned device showed proper complete removal from the patient with no anomalies were noted. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure is a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) failed to create hemostasis. There is no reported patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1809901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to create hemostasis. There is no reported patient injury.